Manufacturer narrative:
On (B)(6) 2021 we requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On (B)(6) 2020 - the consumer claims to have received a 1st degree burn while in use of the product. The consumer claimed that the bristles are rough which caused the incident. The consumer returned the product to the retailer for a refund.